Event description:
Additional information was received stating that the cause of the event was undetermined. The pipeline was positioned in a straight artery when it failed to open. Maneuvers were performed such as recapping the device. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield braid stuck inside the phenom 27 catheter, was returned inside the outer carton, biohazard bag, and shipping box. The pushwire was not returned. Visual inspection/damage location details: the distal and proximal ends of the braid were not opened and frayed. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be flattened between 2.4cm and 8.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter was cut to remove the braid. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer reports of "failure to open at the distal and proximal ends", "resistance during retrieval", and "catheter resistance" were confirmed, as the braid was returned stuck inside the catheter lumen. The distal and proximal ends of the braid were not opened and frayed. Additionally, the catheter was found to be flattened. The cause of failure to open and resistance could not be determined. The possible causes of failure to open include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that the braid was deployed in a straight vessel, which rules it out as a potential cause. The customer did not report the condition of the vessel tortuosity; therefore, it could not be ruled out as a possible cause. In this event, the damaged braid contributed to the failure to open at the distal and proximal ends . The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline. The customer also did not report whether a continuous flush was used; therefore, the vessel tortuosity and a lack of continuous flush could not be ruled out as possible causes. Since the pushwire was not returned, any contribution it made to the resistance issue could not be assessed. The customer report of "braid foreshortening" was not confirmed. The cause could not be determined. The possible cause includes using an under-sized braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to deploy normally and the phenom 27 catheter experienced resistance. The patient was undergoing cerebral aneurysm embolization. The event did not lead to patient hospitalization. It was reported that during the implantation of the pipeline it was observed that the distal and proximal ends were not expanding properly, resulting in a fish-mouth appearance at the distal end. As the stent was deployed, several maneuvers were performed to allow its complete deployment, which, however, was not achieved. After further attempts, it was found that the stent remained inadequately deployed and was then retracted. However, during this process, the stent became lodged inside the phenom 27 microcatheter. Therefore, it was replaced with another pipeline along with a new phenom 27 microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a pipeline ped2-375-20, lot b522210, and a phenom 27 fg15150-0615-1s microcatheter, lot 230788391.